Event description:
New information states that the lead was capped and replaced due to oversensing.

Event description:
The stored egm's revealed noise on both leads. Technical services discussed implanting a new lead. The physician decided to wait on explanting the leads. The leads remains implanted.

Manufacturer narrative:
No medwatch form was received.